Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported high-power event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 and 94 high watt alarms logged since (B)(6) 2017. Visual evidence provided in the referenced journal article revealed a thrombus in the explanted pump, thus confirming the reported thrombus event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Literature report entitled, "emergency heartware ventricular assist device (hvad) exchange due to pump thrombosis using minimally invasive technique". Authors: remigiusz antoñczyk, ewa trejnowska, jerzy pacholewicz, tomasz wolny, pawe nadziakiewicz, karolina antoñczyk, izabela copik, magdalena piontek, magorzata jasiñska, krzysztof filipiak, maciej gowacki, maciej gawlikowski, marcin borowicz, roman kustosz, jacek waszak, piotr przybyowski, marian zembala, micha zakliczyñski, micha oskar zembala. Doi: https://doi.org/10.5114/kitp.2017.66938. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vad).  The article discussed a patient's vad exchange due to pump thrombosis.  The patient had been implanted with a lvad in 2013.  Four months after the initial surgery, the patient suffered from a hemorrhagic stroke despite well-controlled anticoagulation.  Afterwards, the patient maintained the previously ordered anticoagulation regime, with the international normalized ratio (inr) at a therapeutic level.  On (B)(6) 2017, they were re-admitted with an lvad alarm indicating overly increased power consumption.  Physical examination revealed jaundice and hematuria.  Both serum creatinine (> 200 mg/dl) and lactate dehydrogenase (ldh, 2500 u/l) levels were significantly elevated. Markedly reduced left and right ventricular functions together with the functioning aortic valve were visualized in echocardiography.  The patient had progressive dyspnea.  Technical tests supported by clinical and laboratory findings indicated significant and propagating pump thrombosis requiring immediate intervention.  The pump was exchanged.  The patient was moved to the intensive care unit on normative inotropic support and was extubated shortly thereafter.  Significant mechanical damage of the impeller due to thrombus accumulation was found during pump disassembly and inspection.  They were discharged home on postoperative day 16.  The vad remains in use.  No further patient complications have been reported as a result of this event.